Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump's usb port was damaged, and the pump battery could not be charged properly without the customer maneuvering the cable into the charging port. The customer's blood glucose level was 80-160 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.